Manufacturer narrative:
A supplemental MDR is being submitted for additional information base on the device evaluation. The following sections of this report have been updated: h10. Additional narratives/data. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, approximately 9 months, 17 days post-implant of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach, paravalvular leak and central leak was noted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the field clinical specialist response, after the bav with the 21 non-edwards balloon, a mild central ai was noted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: additional information to h6 device code and correction to investigation conclusions and h10. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on the device evaluation. The following sections of this report have been updated: added new information to h.6 investigation conclusion.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the pvl and resultant hemolytic anemia is unknown, as information was requested, but not forthcoming. However, it could be related to patient/procedural factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device remains implanted.

Event description:
As reported, approximately 9 months, 17 days post-implant of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach, a paravalvular leak (pvl) was noted and post-dilatation procedure was performed. The pvl was moderate to moderate/severe and during post-dilatation with a non-edwards balloon valvulopasty catheter the pvl decreased but was not resolved. Per medical records review, the patient was admitted to the hospital for hemolytic anemia secondary to pvl and scheduled for pvl closure. The patient underwent a percutaneous balloon dilation of prior tavr valve, successful implant of 8mm non-edwards vascular plug ii at the site of pvl with no residual leak.